Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and the external hard paddles part number info. The caller informed that she already had the replacement device therapy connector part number info. Follow up with the customer found that the facility had ordered the replacement parts and is currently waiting on the therapy connector assembly to complete device repair.

Event description:
The customer reported that the external hard paddles pins were broken off and stuck inside the corresponding device therapy connector. There was no pt use associated with the event.